Event description:
It was reported that during an unrelated procedure, insulation damage was noted on the right atrial (ra) lead. No inadequate measurements were noted on the ra lead. The ra lead was repaired with a silicon sleeve and remains implanted. The patient was in stable condition.